Manufacturer narrative:
(B)(4). Customer has not indicated whether or not the product will be returned to zimmer biomet for investigation. If product is received for evaluation, a follow-up MDR will be submitted with any new information received. Concomitant medical product: zimmer nexgen mis precoat stemmed tibial component catalog # 00-5950-047-01 lot # 60336057. Palacos refobacin 1x40 bone cement catalog # 00-1112-140-01 lot # 63273894. Zimmer nexgen standard all polyethylene patella 32mmx8.5mm catalog # 00-5972-065-32 lot # 60307309. Zimmer nexgen lps-high flex fixed articular surface size ef 5-6 14mm catalog # 00-5964-040-14 lot # 60248601. Zimmer nexgen lps-high flex precoat femoral size f left catalog # 00-5960-016-51 lot # 60360313. Reported event was confirmed by review of operative notes provided. Review of the initial surgery operation notes revealed no deviations in the surgical technique. The revision surgery operative notes revealed "loose tibial component, with underlying fibrous tissue consistent with osteolysis. Poor bone quality on lateral tibial plateau. Pitting and wear of the tibial polyethylene insert. Fibrous cysts undermining patella component consistent with osteolysis and no gross evidence of infection." Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see associated reports: 001822565-2016-01270, 0001822565-2016-03906, 0002648920-2017-00251, 0001822565-2017-02719.

Event description:
It was reported that a patient underwent left knee arthroplasty, and subsequently was revised due to tibial loosening, cysts, osteolysis, and wear of the polyethylene components.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record was reviewed and no discrepancies relevant to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.